Event description:
A ventilator was returned to the manufacturer for evaluation. During the evaluation, the device's control flow sensor had drifted out of tolerance. The ventilator was returned unrepaired per the customer's request.